Event description:
The device was used during a low anterior resection. Reportedly, on the second firing, the clamp cover disengaged and a cracking sound was heard. Another device was used to finish the procedure. No pt injury was reported.